Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -14.0/+3.0/002 into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged on 25-jun-2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).